Manufacturer narrative:
Evaluation summary: as a result of investigating for the returned scope, we confirmed that a breakage of kapton tape wound around cmos unit inside the scope distal end. It caused that the electrical safety test in emea to fail. Model ec38-i10cl us k190805 is available in the USA with a 510k number k190805. This report is being filed as part of the pentax backlog management plan.

Event description:
There was no report of patient harm. The user submitted the scope to check the air / water insufflation. During the incoming inspection pentax medical bulgaria found the electrical safety test failure.